Event description:
It was reported that when an asymptomatic patient presented in operating room for a device change out due to normal eri, externalized conductors were observed. The electrical function of the lead was tested and no anomalies were detected. Lead remains implanted.

Manufacturer narrative:
External insulation abrasion was noted at 17.8-18.0cm from the distal tip, consistent with lead friction to another device or patient anatomy. Internal insulation abrasion was noted at 9.0-10.5cm and 12.8-13.2cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 10.1-10.4cm from the distal tip, consistent with lead friction to another device or patient anatomy. Internal insulation abrasion was noted at 10.2-11.0cm and 18.8-19.4cm from the distal tip. The etfe coating was damaged during the surgical procedure at these locations.

Event description:
New information received notes that the lead was successfully explanted and replaced with a competitive device system during device change-out for normal eri. Patient was asymptomatic.